Manufacturer narrative:
A review of this MDR identified a typographical error related to the date. This has been corrected in this report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports after placing the mini access kit in the left subclavian vein for a pacemaker implantation they progressed the .038 guide wire and when they attempted to remove the introducer the tubing body detached near the hub. A small piece of remaining sheath was out of the skin but as the physician tried to remove it, it entered the patient's body. To prevent the remaining sheath from unloading from the guide wire the physician inserted a snare with left femoral approach to hold the wire end. They then inserted another sheath and support catheter toward the snare and removed the remaining sheath along with the wire with no further complications to the patient.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.